Manufacturer narrative:
Complaint (B)(4). No samples were provided by the customer for evaluation. No material number or batch number was received. Unfortunately, without basic information, a thorough investigation is not possible. This complaint is closed as cannot be determined due to insufficient information.

Event description:
Customer states differing ptt results occurred. This was reported during a scheduled meeting between national accounts and tenet. Baptist health system consists of multiple hospitals. When asked to explain what "differing ptt results " meant, it was mentioned that this occurred several months ago a few times so the information requested cannot be provided anymore.